Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6, h11. One 8.5f agilis steerable introducer sheath was received for evaluation. The sheath passed pressure and aspiration leak testing with no anomalies observed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported leak remains unknown.

Event description:
During the atrial fibrillation procedure, the air could not be completely removed when the non-abbott catheter (stablepoint) was inserted while in the left atrium. Air was able to be removed, but multiple attempts were made to aspirate the air, and it could not be completely removed. The sheath was replaced and the procedure was completed with no adverse consequences to the patient.